Event description:
It was reported that patient experienced withdrawal; patient had withdrawal on (B)(6) 2012 and was taken to the hospital. Healthcare provider (hcp) suspected that the pump had stopped and "assumed a pump failure since it was approx 10 years old". Patient did not report hearing pump alarm. The pump was replaced and reported that the patient was "still not feeling good therapeutic effect." Drug delivered via the device was morphine 3mg/ml at a daily dose of 0.4mg. On (B)(6) 2012, patient outcome was reported as "no further complaints."

Manufacturer narrative:
Analysis of the pump revealed normal battery depletion, no anomaly with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2001, explanted: unk.